Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump software was "randomly turning off." There was no adverse impact to the customer¿s blood glucose level. Tandem technical support performed a system check of the pump and confirmed the reported issue. A replacement pump was sent to the customer for customer satisfaction and customer continued to use pump for insulin therapy.